Event description:
It was reported that a patient exhibited a high impedance issue in a patient context. High impedance was reported with electrode 0 labeled ¿do not use¿ recorded at 40000, with additional electrode readings reported as electrode 2 labeled ¿avoid¿ at 507, electrode 13 labeled ¿avoid¿ at 200, and electrode 14 labeled ¿avoid¿ at 500. Loss of stimulation was reported as occurring as a result of the impedance issue. The physician suspected the cause was a patient fall that occurred a couple of months earlier, as reported by the patient. Troubleshooting was performed by reprogramming around electrodes labeled ¿do not use¿ and ¿avoid.¿ the issue was reported as ongoing and not resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.